Event description:
A caller reported a malfunction with their pump, identified by a specific malfunction code, which was occurring repeatedly. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.